Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had repeated battery out limit alarms. The customer's blood glucose was 68 mg/dl. The customer stated the batteries were not out of the insulin pump for a greater duration than allowed. It was also found the customer had a blank screen, but the customer declined to troubleshoot for the issue. Customer also reported the battery cap was damaged. The customer also called back to report the battery cap replacement did not resolve the issue. Customer also reported moisture present in the battery compartment. The insulin pump will not be returned for analysis.